Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic was chipping while changing reservoir. Customer¿s blood glucose level was unknown. Customer also reported grinding noise while priming or rewinding. Customer declined 24 hour helpline. The device will not be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill or rewind grinding loud noise anomaly noted during testing. Unit had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.